Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was "miserable" and experienced terrible glare, headaches, and strain. Additional information has been requested. There are two medical device reports associated with this event; this report is associated with the patient's right eye.

Manufacturer narrative:
Product evaluation: product history records were reviewed and the documentation indicated the product met release criteria. There are no other complaints in this lot. The product investigation could not identify a root cause. (B)(4).